Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that at the beginning of a left hip arthroplasty, the femoral cut, acetabular work was performed and the definitive acetabulo implants (cup-insert and 2 acetabular screws) was placed. Then the femoral work was proceeded reaching the test stem 11 and the doctor requested that pass the final non-cemented stem standard stem 11 is mounted on the femoral impactor of 2 pieces and when entering the implant to the indicated point through the channel femoral fractures the major trochanter, the doctor tried to remove the impactor from the implant which was not achieved. Apparently, the femoral impactor had been blocked with the implant, the doctor decided to remove the entire implant to try to release the impactor outside on the surgical table which took several minutes to release the 2 pieces of the final stem. The stem was placed again in the femoral canal and was impacted by another impactor that has the equipment, then, the clinic requested a compact foot system and the 2.7 system plate for the fracture of the major trochanter of the femur was placed. It is evident that the 2 pieces of the femoral impactor at the tip were worn out and deteriorated in this procedure are marked and sent for review. If the patient was affected because the major trochanter was fractured and osteosynthesis had to be performed with another system, the surgical procedure was affected because due the extended surgical time of 30 minutes because they almost did not release the femoral impactor to the definitive stem.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.